Event description:
It was reported the patient had bi-lateral tmj implanted (B)(6) 2009. The left condyle dislocated and was unable to be repositioned in the or, so it was explanted on (B)(6) 2010.

Manufacturer narrative:
The surgeon has requested a custom tmj device for this patient, and plans on removing as the patient is experiencing pain only on the left side. This revision surgery has not yet been scheduled. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.